Manufacturer narrative:
(B)(4). The ventilator has been quarantined until a covidien field engineer can visit on site.

Event description:
It was reported that during use on a patient the screen on a 980 ventilator was changing without intervention and then went blank. The ventilator continued to ventilate the patient. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of this event.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and performed full calibration and extended self-testing on the device and all tests passed.